Manufacturer narrative:
For six of the events, the investigations could not identify a product problem. The cause of the events could not be determined. The follow up actions for one of these events were: maintenance was performed on the analyzer. The field service engineer checked the analyzer and no issues were observed. The follow up actions for one of these events were: a wash well was found to be plugged. The well was unplugged and cleaned. The sample probe was checked. A new flange was made on tubing. The probe and probe washing were adjusted. Performance testing was run and was within specifications. Precision studies were performed and these were good. The customer ran controls and all values were within the customer's specifications. The follow up actions for one of these events were: the service engineer found a plugged pre-wash needle wash well. He unplugged and cleaned the wash well, created a new flange on the sample tube for a better connection to the sample probe, adjusted the reagent probe and reagent probe wash. Instrument and performance checks, precision, and qc were completed with acceptable results. The follow up actions for one of these events were: a field engineering specialist repaired a broken wire. He found that the pre-wash rinse station was not draining/cleaning. He adjusted the main water pressure. He checked the liquid level detection voltages and other washes which were acceptable. Performance and precision testing was acceptable. The follow up actions for one of these events were: the customer ran successful sample correlations with patient samples tested around the same time period on the complained analyzer and a second analyzer. Precision studies were performed and were satisfactory. There were no follow up actions for one of these events. For one event the investigation determined the issue was identified after the analyzer had liquid level detection alarms. The issue was resolved after replacement of the sample probe. The follow up actions for this event were: the sample probe was replaced. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Medwatch serial number continued: (B)(4).

Event description:
This report summarizes 7 malfunction events. Questionable low results were generated by the cobas 8000 e 602 module. The events involved 10 patients with the following: five questionable results for the elecsys hcg + beta test system, three questionable results for the elecsys tsh assay, one questionable result for the elecsys probnp ii immunoassay, and one questionable result for elecsys t3. Five patient's ages ranged between 20 and 80 years. There were five females.